Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl to 480 mg/dl and over 500 mg/dl. The customer had no symptoms and treatment noted. Customer reported that they found one sensor cannula was bent and the other was crinkled. Troubleshooting was not completed. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.